Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening curved on anterior, yellow particles, creases fold and wear abrasion leak test and microscopic analysis was performed which identified: sharp opening on anterior, delamination of the valve and opening crack. Based on the device analysis the final assessment is a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening. A delamination partial of the valve (adhesive failure), and a cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.